Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient stated she was not receiving continuous glucose monitor (cgm) readings from 7:00 am to 10:00 am due to sensor errors. Reportedly, the patient did not self-monitor her blood glucose (bg) during the time when the cgm was not receiving readings. The patient stated at 10:00 am she fainted on the couch and it was unspecified who called the ambulance four hours later to help her. The emergency medical services (ems) performed a finger stick bg which was unspecified and treated the patient with unspecified medication. At the time of the call the patient felt fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.